Manufacturer narrative:
H3: product analysis of patient interface (nim4cpb1)verified not working properly. Unit presented with software version 1.7.5. Also found error code message stim pcba board failure and defective main board cable connector. H6: annex code b01 and c02 are applicable for nim vital patient interface. Annex code b17 and c20 are applicable for nim vital console. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:nim4cm01; description: console nim4cm01 nim 4.0; serial number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, any attempt to connect wirelessly or wired, brings up patient interface fault detected. Patient interface has 1.7.5 installed already. The patient interface was not working correctly. There was no patient impact.

Manufacturer narrative:
H6: annex d02 is updated for nim vital patient interface and d02 is updated for nim vital console. Previous codes annex d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.